Event description:
It was reported that, an 840 ventilator had failed the oxygen sensor calibration. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien service engineer (se) verified the malfunction. The se inspected the device and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.